Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had an inflation issue at the first inflation attamept. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one dorado pta dilatation catheter was received for evaluation. During visual evaluation, no kinks were noted to the catheter shaft and no anomalies to the luers, bifurcate or glue fillets. During functional evaluation, a returned inflation device was used to inflate the device and water was noted leaking from the glue joint. Under microscopic examination, a complete circumferential break was noted to the glue joint. No other functional testing was performed. Therefore, the investigation is confirmed for the reported inflation issue and identified bond joint break as a complete circumferential break was noted to the bond joint under microscopic examination from which water was seen leaking. A definitive root cause for the alleged inflation issue and identified bond joint break could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had an inflation issue at the first inflation attempt. There was no reported patient injury.